Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0867 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. No pump error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. The pump had alarmed with a motor processor did not report pump strokes as finished in reasonable time alarm, but they were able to rewind the pump. The customer reported air bubbles in the tubing. The pump also passed a displacement test. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.